Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically repositioned due to discomfort at the device pocket. This device remains in service. No additional adverse patient effects were reported.